Manufacturer narrative:
(B)(4). The analysis results showed that one ems device was returned empty and was noted to have the nose open due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic incisional hernia repair procedure the surgeon went to fire the stapler but nothing happened, no staples in the stapler. The device will be forwarded once it has been returned by the hospital. Another like device was used. There was no patient consequence.